Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that his reservoir lip on his pump has split and the o-ring came out. Customer reported that ring the reservoir is unable to lock in place when inserted into device. Customer¿s blood glucose was 107 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with broken half of reservoir tube lip and missing reservoir tube o ring.